Event description:
(B)(6) 2021 (B)(4) (rep): it was reported that the patient programmer is broken and will not connect to the implanted neurostimulator and it has been like this for at least over a month. Caller stated patient has tried antenna including reposition antenna, power cycling programmer and replacing the batteries with no resolution. The manufacturer¿s representative reported the patient was still getting therapy. A new programmer was ordered for the patient. Refer to manufacturer report # 3004209178-2021-16640.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 37642, serial#: (B)(6), product type: programmer, patient. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.